Manufacturer narrative:
(B)(4).

Event description:
It was reported that upon attempt interrogation, the pulse generator exhibited an error message. The programmer was rebooted and the same issue resulted. Finally etp screen was viewed and telemetry test was successful. No intervention was performed. The patient would continue to be monitored.